Event description:
It was reported by the affiliate that after the device was used in performing a right hemicolectomy on pt, the pt returned 10 days later with fecal peritonitis and a laparotomy was performed. On investigation the staples had broken down in the internal component of a functional side to side anastomosis. The bowel was removed and sent to pathology. The specimen is still with the pathology dept. Unfortunately the pt died this week, two months post operation in ICU.